Event description:
It was reported that the patients implantable pulse generator (ipg) was not able to fully charge. The patient underwent a procedure where the ipg was replaced with a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.